Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic with a non-sustained right ventricular oversensing alert on the implantable cardioverter defibrillator. Upon review, there was disagreement between the near and far field channels, indicating sensed noise on the near field channel. Programming changes were made. The patient was in stable condition.